Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported there was no harm or injury to the patient. Regarding relevant medical history, therapy had been stopped for a surgical intervention. It was noted that due to the power on reset, restarting stimulation was not possible using the patient programmer.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported a power on reset (por) message was displayed on the patient programmer on (B)(6) 2016. Using a clinician programmer, the implantable neurostimulator (ins) was turned on and after that, the patient programmer started working again. It was noted that the ins was off for a month due to other health conditions. No further information regarding symptoms or type of por was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.